Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a patient developed a rash to the prep area.

Manufacturer narrative:
No additional information was provided by the amanda mccollum (medicine hat regional hospital). Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that a patient developed a rash to the prep area.